Event description:
It was reported that during a da vinci s prostatectomy procedure, when the surgeon grasped and retracted the patient's bladder using the prograsp forceps instrument, the bladder slipped out of the instrument grips, causing a tear to the orifice of the patient's bladder. Removal and inspection of the prograsp forceps instrument by the surgical team found that its wire was broken. The planned surgical procedure was completed with an instrument of the same type.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found that the drive cables at the wrist were not broken, however, one grip cable exhibited damage. One grip open cable derailed from the force amp pulley, resulting in non-intuitive motion in yaw. The same cable was also fraying at the force amp pulley and the frayed strands stick out slightly at the force amp pulley. Engineering concluded that derailment most likely contributed to the fraying of the cable. No other damage found. Multiple requests for additional information have been made, however, as of the date of this report the site has not responded. A follow-up MDR will be submitted if additional information is received.